Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent audio output. The patient stated she did not hear the audible alert when she had a high over 240.